Manufacturer narrative:
The user facility has not provided the serial number of the unit involved in the reported event, therefore the unit has not yet been evaulated. No additional details are known about the alleged event as of the date of this report.

Event description:
It was reported that allegedly a patient fell out of the bed and subsequently expired. It was further reported the bed exit did not alarm. No additional details were provided.

Manufacturer narrative:
The customer did not provide the serial number of the unit involved in the alleged event. The customer did not respond to phone or email attempts to obtain additional information about the event.

Event description:
It was reported that allegedly a patient fell out of the bed and subsequently expired. It was further reported the bed exit did not alarm. No additional details were provided.